Manufacturer narrative:
Customer (person): phone: (B)(6). Occupation: unknown. PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a 78-year-old female patient, weighing 57 kgs, required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter. After the catheter was placed, leakage was noticed at the junction of the catheter and hub. The catheter was removed, and the procedure was completed successfully with a new catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on (B)(6) 2022, cook china received a complaint from a representative at the wuhan haiyunwang facility (china). It was reported that, upon the placement of the ultrathane mac-loc locking loop multipurpose drainage catheter (ult8.5-38-25-p-6s-clm-rh, lot: 14330476) in the target position, leakage was present at the cap and catheter connection site. A new drainage catheter was placed. The procedure was completed successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used catheter in an open and used condition was returned to cook for evaluation. The initial investigation confirmed there was one thread showing between the cap / mac-loc adapter connection site, passing the required gap gauge requirement. A visual examination discovered the flare to be folded, obstructing the through-hole of the mac-loc adaptor. During a leak test of the device, fluid was confirmed to be escaping from the white connecting cap and mac-loc adaptor. Upon dissembling the white connecting cap from the mac-loc adaptor, it was discovered the flare to be folded and torn. Based on the investigation results, it was determined the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14330476 revealed one related non-conformance for "fitting damage." However, these devices were scraped prior to further processing. The related subassembly mac-loc lot revealed no relevant non-conformances. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. An expanded search was conducted and all lots manufactured by the same flaring operator and proximal assembly operator were reviewed. Six total complaints for leakage were identified and the corresponding lots were placed on stop ship. The information provided upon review of the returned devices suggests that the device was manufactured out of specification. Review of the DHR suggests that there are additional nonconforming devices in the field but not in house. Containment was performed on related lots. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi_rev5, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to the event. The appropriate responsible manufacturing department was issued a defect awareness training. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.